Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently became hot to the touch while charging. Additionally, the customer received intermittent unspecified alarms during bolus delivery. The customer provided a blood glucose level of 250 mg/dl. Reportedly, the customer unplugged the pump and reconnected the charger to the pump in order to resolve the temperature issue. The customer resumed insulin delivery on the pump and continued to use the pump for insulin therapy.